Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited noisy signals. This lead was also noted to have increasing shock impedance measurements which reached out of range. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.